Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2014 with the following findings: there were multiple occlusion alarms observed in the alarm history on the date of 2/05/2014. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading is within specifications. The pump was opened, no damage was found to the force sensor or on the power circuits. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted an occlusion alarm on (B)(6) 2013. The patient stated that they changed out site/set/cart to resolve occlusion alarm at that time. There is no reported adverse event with this complaint. This report is made based on the allegation of the occlusion alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.